Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result was obtained from a patient sample while using the vitros5600 integrated system. Based on historical quality control results, a vitros tsh lot 5515 performance issue is not a likely contributor to the event. Additionally, there was no evidence to suggest a vitros 5600 integrated system malfunction and unexpected instrument performance is not a likely contributor to the events. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The investigation has determined that a higher than expected vitros tsh result was obtained from a single patient sample tested on vitros 5600 integrated system when compared to a result obtained from another sample taken from the same patient. Patient vitros tsh result 5.08 miu/l versus expected1.2 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory, however, the physician questioned the result. No treatment was altered, initiated or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).